Event description:
Report received indicated that during stenting of the aortic arch the balloon was reported to have leaked and was removed surgically. Procedure was done on a child. The balloon was introduced and lesion was predilated at 8 atmospheres (atm) of pressure. Subsequently a stent (unk MFR) was crimped on the same balloon used for predilation and inserted in the body. Balloon was inflated to deploy the stent, however, at 2atm the physician noticed a balloon leak. Attempts to remove the stent with balloon were made, however, since the stent was slightly deployed this was not possible. The stent and the balloon were retrieved surgically. The patient is currently doing well. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.